Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) changeout procedure, the right ventricular (rv) pacing impedance was noted to be within normal range. When attempting to disconnect the rv lead from the device, the setscrew could not be engaged or turned, requiring the physician to forcefully pull the rv lead pin from the ICD header. The ICD was then explanted. When the chronic rv lead was connected to a new ICD, there were unstable, high/low pacing impedances observed. However, when the rv lead was tested through the analyzer the pacing impedance was found to be normal and stable. The implanting physician requested to connect the chronic rv lead with a second new ICD device, but similar pacing impedance issues were observed. The physician suspected that the rv lead had been damaged, and the cause was attributed to how the lead was affixed in the device header. A low voltage rv fracture was suspected. The second attempted ICD was successfully implanted along with the chronic rv lead. The patient was hospitalized for additional observation and planning. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.